Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was observed to have been damaged. It was noted that before the rv lead was introduced into the patient, the physician noticed a tear on the insulation of this lead. The rv lead was set aside and a new lead was implanted successfully. No adverse patient effects were reported. The lead will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies except for induced damage (deformed coils) was observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was observed to have been damaged. It was noted that before the rv lead was introduced into the patient, the physician noticed a tear on the insulation of this lead. The rv lead was set aside and a new lead was implanted successfully. No adverse patient effects were reported. The lead will be returned for analysis.